Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2011; encf2828c49e, stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the superior vena cava (svc) lead impedance warning went off due to right ventricular (rv) svc lead high impedance. Further follow-up with the doctor indicated that no intervention was done and the rv lead remains in use. No patient complications have been reported as a result of this event.